Event description:
The customer reported that during a surgery on a patient's esophagus, after the device was used for several successful sealings, the device did not fully complete a seal, although an endtone (indicating a completed seal cycle) was reportedly heard. No tissue damage or bleeding occurred, and another device was opened and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.